Event description:
New information received notes that the device again reached the charge time limit during capacitor maintenance. The device was explanted and replaced without complication for the patient.

Manufacturer narrative:
Following fields deleted: required intervention to prevent permanent impairment damage (devices) device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device exhibited an alert for the capacitor charge time limit being reached. In clinic testing of the device yielded normal measurements and the physician elected to continue to monitor the patient remotely. The device remains implanted and the patient was unaffected by the event.

Manufacturer narrative:
Evaluation description: the reported extended charge time anomaly was confirmed in the laboratory. Analysis of the device identified an anomalous component within the hybrid circuitry. This would account for the high voltage charge times. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.